Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and two suprarenal aortic extensions. On (B)(6) 2016, the patient presented to the hospital with back pain, computed tomography (CT) showed a type 3b endoleak. The physician elected to re-line the initial devices by implanting an additional bifurcated stent and an additional suprarenal aortic extension. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 3b endoleak. The evaluation also found evidence to reasonably support the following observations; aneurysm sac growth, dilation of the main body stent, and a type 2 endoleak. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use, bilateral renal artery stenosis, hypertension, intentional covering of the left lower pole renal artery. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.